Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was received from a clinical study: on (B)(6) 2021, a study patient underwent a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) procedure. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices were implanted in the visceral arteries as branch devices. A vbx device was implanted in the celiac artery. On (B)(6) 2025, the patient presented with a celiac stent thrombosis, and diagnosis of epigastric pain. On the same day, IV heparin and IV antibiotics were administered along with eliquis and po antibiotics. Laparoscopic cholecystectomy with drain was done. On (B)(6) 2025, an endoscopic retrograde cholangiopancreatography with a common bile duct stent was performed. Discharge diagnosis was gangrenous cholecystitis. On (B)(6) 2025, patient was admitted with abdominal pain. Hepatic drain was performed. On (B)(6) 2026, the patient had gastric ischemia that led to death on (B)(6) 2026. As reported, the cause of the epigastric ischemia was an occluded celiac artery. It was reported intervention was not attempted.